Event description:
It was reported that the patient presented to the hospital following lung surgery. Upon device interrogation, the right ventricular (rv) lead exhibited an elevated capture thresholds and noise oversensing, which resulted in pacing inhibition. The noise was reproducible with isometric exercise a few days post-operation. The patient had complete heart block (chb). The pacemaker exhibited an unspecified oversensing issue and inhibited pacing. Programming changes were made prior to the lead revision procedure. The right atrial (ra) lead was not active; the device had previously been set to vvi mode due to a history of ra noise oversensing and chronic atrial fibrillation. The pacemaker was explanted and replaced. Both the rv and ra leads were capped on (B)(6) 2025. A new rv lead was implanted and connected to the new pacemaker. The patient remained stable prior to, during, and after the procedure.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: upon review the pacemaker, manufacturer report should not have been submitted as a medical device report (MDR) as there was no allegation of malfunction on the pacemaker. The pacemaker was explanted for elective replacement.